Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and migration is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 11/29/2021 that a sign im nail implanted to repair a fracture was replaced due to a non-union with migration. The im nail was replaced with a 12mm x 340mm fin nail per the sign technique manual. Surgeon comment: "she complained of knee pain for past 2 weeks. On xray the nail had cut out from the anterior cortex. After removing the nail, we did reaming from antegrade direction but the reamers went repeatedly thought the same cortical hole. Than changed the plan and did retrograde approach and passed a fin nail."